Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while eps and mapping were being performed a storm occurred and the console monitor went blank with an error message stating ¿no input detected.¿ multiple reboots were attempted, but the console would not proceed to the startup screen and continued to display the error. Troubleshooting included checking the digital visual interface and vga cables, checking the fans, changing the power outlet/plug, and contacting technical support, and it was determined that support would be needed to fix the console. The procedure was aborted. No further patient complications have been reported as a result of this event..